Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2005: the patient underwent an umbilical hernia repair. A bard/davol ventralex was implanted in the patient during this repair. (B)(6) 2015: the patient underwent removal of the defective mesh. The patient continues to suffer pain and permanent disfigurement and chronic pain. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery, and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2005: the patient underwent an umbilical hernia repair. A bard/davol ventralex was implanted in the patient during this repair. On (B)(6) 2015: the patient underwent removal of the defective mesh. The patient continues to suffer pain and permanent disfigurement and chronic pain. The mesh implanted in the patient failed to reasonably perform as intended. The mesh caused serious injury and had to be surgically removed via invasive surgery and necessitated additional invasive surgery to repair the hernia that the mesh was initially implanted to treat. The patient has been injured, sustained severe and permanent pain, suffering, anxiety, depression, disability, and impairment. Addendum per additional information provided: on (B)(6) 2005 - patient was diagnosed with umbilical hernia thereby underwent open repair with implant of ventralex mesh. Per operative notes, ¿a small midline infraumbilical incision was made. The hernia sac was dissected out. A small circle ventralex mesh was placed into the preperitoneal space and closed the defect with sutures.¿ on (B)(6) 2013 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with implant of synthetic mesh. On (B)(6) 2015 ¿ patient was diagnosed with recurrent umbilical hernia; pain thereby underwent open repair with explant of ventralex mesh and implant of synthetic mesh. Per operative notes, ¿an incision was made into the previous incision site. The hernia sac was dissected out. Previously placed mesh was identified which was dissected out. A synthetic mesh was placed into the defect and closed the defect with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made to what extent the bard/davol ventralex device may have caused or contributed to the reported event. The attorney alleges the patient underwent an additional surgery to remove the device. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Based on the limited information provided at this time, no conclusions can be made. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the product identifier. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (23-jan-2005) is considered to be a best estimate. Updated fields: a2, a4, b2, b4, b5, b7, d3, d4 (product catalog no., corporate lot no., UDI no., expiry date), g1, g3, g4, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.